Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted. The incident device was returned, evaluated and found to function within specification. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that a mild hemostatic defect was detected during the procedure. There was no tissue damage and no patient injury. The customer reported that an end tone, indicating a completed seal cycle, was heard in the seal cycle which resulted in the mild hemostatic defect.